Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the right-side rail was not secured and was not connected to the drawer. A field service engineer (fse) realigned the ball bearing cage and installed two new slide bumpers on main half height drawer 3.1, after which the drawer opened and closed properly. The fse discovered a cut/exposed wire on the medstation power cord and replaced the cord to restore safe operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the right-side railing of the drawer was not secured. The right railing was not properly connected or screwed in, which prevented the drawer from closing unless pushed with force. The customer indicated that the drawer might require repair or replacement. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.